Event description:
A (B)(6), male, pt¿s nurse, contacted zoll customer support to report that the pt¿s battery charger needed to be replaced. The pt was provided with a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval contamination was discovered on the charger/modem battery board. The root cause of the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.